Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had problems with their device and stated they were not getting good therapy relief. Patient was having to get up at night and go to the bathroom 2-3 times an hour and got up to going to the bathroom 10-20 times a night. Patient stated it had been happening for about 2-4 months now. Patient mentioned they had a few falls since the implant, one was within the last 2 months and the other was about 6 months ago. Patient noted they saw their urologist a few months ago because they were not getting therapy relief at that time. The doctor adjusted the device and it worked for a while until 2-4 months ago. No further complications were reported.